Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the device experienced foreign matter in tube; biological and non-biological . The following information was provided by the initial reporter. The customer stated: black color foreign materials in tube.

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 1 photos for investigation. The photo and sample were evaluated by visual examination and the customer¿s indicated failure mode for embedded foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign mater. Bd was not able to identify a specific root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the device experienced foreign matter in tube; biological and non-biological . The following information was provided by the initial reporter. The customer stated: black color foreign materials in tube.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the device experienced foreign matter in tube; biological and non-biological . The following information was provided by the initial reporter. The customer stated: black color foreign materials in tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.